Event description:
It was reported that there is deep scratch on the top of the transducer window that causes poor image quality. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of damaged probe and poor image quality was confirmed. The probe has a scratch at the top center of the transducer window. The root cause of the reported failure was identified as use-related.